Event description:
The customer contacted baxter's (B)(4) regarding a warming solution message which occurred on the home choice (hc) during fill. The home patient (hp) stated he had both the heater and supply bags on the heater. The baxter technical service representative (tsr) explained to the hp that he should never put more than one bag on the heater tray. The hp stated his nurse told him to put both bags on the heater tray. The tsr explained that putting multiple bags on the heater tray can take longer for the hc to warm the solution, and during therapy a bag can fall off and become disconnected. The hp placed the supply bag on the table and continued therapy. Product surveillance contacted the nurse on (B)(6) 2010 regarding the patient's use error. The nurse stated that she was not aware of this event, however, she will speak with the patient about this issue. The patient has resumed therapy since this event. There was no patient injury or medical intervention related to this event.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore, baxter cannot determine root cause.

Manufacturer narrative:
(B)(4). The patient stated he had both the heater and supply bags on the heater. The cause for the reported issue was determined to be use error. Labeling review found the labeling to be sufficient for the use error identified in this report. A medical assessment was performed and found that this use error could not cause or contribute to a death or serious injury if it were to recur as there was no breach in a sterile pathway that may increase risk of contamination. A service history review was performed and found no previous service events related to this issue. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.